Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct date of event as the incorrect date was inadvertently reported and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor of the angio-seal device was pushed out of the sheath but was not placed and came back into the sheath, shuttling occurred. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was on the right common femoral artery. The vessel diameter was unknown. There was no health damage to the patient. There were no other devices or equipment used with the reported product. Blood loss was less than 250cc.